Event description:
Written by the customer: the case was a left fistula graft thrombectomy. We used the cleaner for the thrombectomy portion of the case. Once that portion of the case was complete and upon removal of the device, our physician noted that the "white end cap" was missing. We utilized fluoro to see that there was, indeed, a foreign object that remained in the patient that was not present prior to use of the device. At this time we also noted some extravasation. It seemed that the tip had gone out with the extravasation, extravascularly and was no longer inside the vessel. The decision was made to balloon and seal the damaged vessel and leave the tip where it was.

Manufacturer narrative:
Complaint follow up: review of case summary provided by the hospital; no complaint sample returned for evaluation; no case images, videos, etc were provided for review. Complaint sample evaluation: complaint sample was not returned for rex for review. Retain device evaluation: no device retain evaluation performed for this lot no. Root cause: a definitive root cause for this reported product failure could not be determined at this time. Conclusion: there was no complaint sample available for return to rex for investigation. A device history record review was performed to see if there were any abnormalities during the manufacture of the lot number in question. No abnormalities were discovered. A definitive root cause could not be determined for this product complaint.